Manufacturer narrative:
Continuation of d10: product ID 306001 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and fecal incontinence. The basic evaluation began 2024-apr-25. It was reported that the patient was experiencing worsening baseline symptoms including urgency frequency. They were also itchy. Patient advised that a wire may have been loose on her back and that she hasn't had a bowel movement in 2 days. Patient also said they saw a screen on handset that said communication has been interrupted. Walked patient through connecting to ens. Patient was able to successfully connect. Patient will continue monitoring symptoms and working with hcp.